Event description:
The reporter stated a three piece silicone lens model number aq2003v tore upon insertion. Lens was removed without pt injury.

Manufacturer narrative:
Results - (other): visual inspection of the returned product found the lens optic and haptic torn. There is evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, aspecific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.